Event description:
I had breast implants put in on (B)(6) 1981. I am very sick because of them I want to have them removed, but I don't have the money to have them removed. FDA safety report ID # (B)(4).